Event description:
A 2.5 mm diameter x 24 mm length endeavor spring drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an rca. Vessel morphology of the rca was reported as having a shepherds crook take off with calcium in the vessel. The physician first attempted do direct stent with a 2.5 x 30 endeavor drug-eluting stent; however, was unable to cross the lesion. The device was successfully removed and the lesion was pre-dilated. The endeavor 2.5 x 24 drug-eluting stent was inserted; however, was met with resistance and the stent was dislodged from the balloon. The un-deployed stent dislodged when it hit the guide catheter while the physician was pushing and pulling on the delivery system trying to reach the lesion site. The un-deployed stent was deployed distally in the vessel. The lesion was pre-dilated using several balloons. An endeavor 2.5 x 18 drug-eluting stent was attempted two times; however, it was unable to cross and was removed. Two stents from another MFR were successfully implanted to treat the lesion. The pt was in recovery when the vessel thrombosed. Two additional stents from another MFR were implanted to treat the thrombosis. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Other, secondary intervention.